Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the voltage on the power supply of the imaging system was adjusted. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b i71000450, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that following successful 2d ap and lateral image acquisitions, when attempting a 3d image acquisition, the acquisition was ceased. Following this, the system would then not power on. The user then turned the key and functionality to the imaging system was restored. There was no patient present when this issue was identified.